Manufacturer narrative:
Section b3: date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2023 and (B)(6) 2023. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye. It was learned that suspect iol was replaced with a dcb00. 12.0 d power iol. The patient had uncomplicated placement of a synergy iol in the left eye, and an uneventful postoperative course. The patient was not satisfied with the quality of distance or near vision four weeks after surgery despite excellent iol centration, a clear capsule, and near plano refractive error. At that time he was found to have subtle epithelial basement membrane dystrophy in both eyes which was felt to be the cause of an inadequate visual outcome. This was explained to the patient who desired exchange for a monofocal iol. The exchange was uncomplicated. The wound was enlarged to 2.75 mm using a keratome. No suture was needed. The patient was seen for his one day postop visit and was healing normally. No other information was provided.